Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. It was unable to perform the displacement test due to the motor error alarm. Moisture was found inside the reservoir compartment. No moisture damage found on the electronic assembly. The device also had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and it was unable to rewind. The customer confirmed that the drive support cap appeared normal. Blood glucose value was 120 mg/dl. He also reported that the reservoir was leaking and there was insulin in the reservoir compartment. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.